Event description:
A clinical director reported that an intraocular lens (iol) was explanted due to a scratch in the center of the lens. She reported the pt presented with "va [visual acuity] problems". The lens was exchanged for a different brand iol and the pt is doing "fine". Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was returned. Solution and optic damage was observed. Results from the product history record review indicated the product met release criteria. A lens bench test could not be conducted on the lens due to the optic damage. The root cause could not be determined from the investigation. While we are unable to determine the root cause of the observed damage, our observation reasonably suggests that it is not mfg related. Due to the presence of surgical solution the damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2011 and (B)(4) 2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).